Event description:
A report was received that the patient's ipg was protruding from the skin causing constant discomfort. The patient stated he had recently lost weight which was not device related. The patient underwent a pocket revision and is reportedly doing well.

Manufacturer narrative:
The ipg did not protrude through the skin, but was close to the skin and was causing tenderness at the ipg site.

Event description:
A report was received that the patient's ipg was protruding from the skin causing constant discomfort. The patient stated he had recently lost weight which was not device related. The patient underwent a pocket revision and is reportedly doing well.